Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was a "replace battery alarm" that occurred twice since the battery was changed. It was also noted that there was moisture in the battery compartment after the patient went swimming. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during investigation, the black box showed multiple ¿cs128-0080¿ alarms. Secondary error code 0080 is defined as a post-delivery motor power supply fault. There was no evidence of short battery life is observed. The returned battery cap was undamaged and able to fit. There was evidence of moisture corrosion observed in the battery canister. A leak test failed due a battery compartment leak. The-¿ez-prime¿ steps were performed correctly, all currents reading are above spec, reported ¿short battery life¿ complaint is duplicated. Pump¿s cover was removed, further moisture corrosion was found to the power pcb and to the cgm module.